Event description:
Additional information indicates surgical intervention was undertaken on 15may2026 wherein the system was explanted to address the issue. The left l4 and s1 leads broke during the removal process, and a portion of both leads remains implanted [related manufacturer reference number: 1627487-2026-08216 and 1627487-2026-08217].

Manufacturer narrative:
Correction: a4 - patient weight should have been 160 pounds instead of 185 pounds. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50 cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7857863. Common device name: kit implantable slim tip lead, 50 cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7857863.